Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced intermittent charging issues with the ipg. Subsequently, the ipg was unable to establish communication with external devices. A manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted replaced with another model which resolved the issue.